Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer¿s blood glucose level was 168 mg/dl. It was stated that buttons were less responsive, diminished battery life, has rejected new batteries, pump was slower and louder during rewind, and had random unexplained no delivery alerts. The transmitter gives very skewed readings than when she first got it, will shut insulin pump off even when blood glucose was not low, was not get all the alerts she used to when she first got, more calibration requests than normal, and was not always hold a charge for full sensor wear cycle. The product will not be returned for analysis.